Manufacturer narrative:
(B)(4). The information that provided about hospitalization with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that she was in the emergency room due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. Blood glucose level was 700 mg/dl at the time of incident. Customer mentioned that their high blood glucose was due to the insulin pump stopped working. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm noted during testing or in the device trace download. Device received with cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 700 mg/dl. Patient's other blood glucose value was 230 mg/dl. The insulin pump was not expected to be returned for analysis.